Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Pump interrogation on receipt indicated that the pump was delivering morphine (25 mg/ml at 2.210 mg/day in flex mode). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 25-apr-2018 via return paperwork from a healthcare professional who indicated that the pump was delivering compounded baclofen. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. On (B)(6) 2018 it was reported that the patient came to the ER (emergency room) with an infection. The pumpand catheter were removed due to the infection. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp had no further information regarding the event. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. If information is provided in the future, a supplemental report will be issued.